Event description:
A mayfield skull moved after it was locked. The incident was described as follows; a patient had a mayfield (B)(4) skull clamp applied. It was reported that after the unit was locked into place, the physician thought he saw the patient's head move. It was unclear whether the patient's head did move or not however, because of the concern that it may have moved, the unit was changed. The procedure had not begun when this incident occurred. There was no patient injury involved.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.